Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported a false positive architect stat troponin-I result for one patient. The results provide by the customer: initial= 0.30 ng/ml (customer's diagnostic cutoff = > 0.29 ng/ml); repeat= 0.006 and 0.006 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
A review of tickets for lot 88191un19 did not identify an increase in complaint activity or trends related to falsely elevated results. Return testing was not completed as returns were not available. Accuracy testing was performed with a retained kit of lot 88191un19 with an internal troponin-I panel. All acceptance criteria were met during the completion of this protocol, demonstrating that this lot is performing acceptably. Customer field data was used to assess the overall performance of reagent lot 88191un19 in the field. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect stat troponin-I reagent, lot 88191un19.

Manufacturer narrative:
An additional patient was added to incident description with the date of that event added to an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported another false positive architect stat troponin-I result for one patient. On (B)(6) 2020 the customer reported: pt#2 initial = 0.346 ng/dl, repeat = 0.007, 0.033, .006 ng/dl (customer's diagnostic cutoff = > 0.29 ng/ml). There was no impact to patient management reported.